Event description:
It was reported to philips that system did not boot up. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) connected remotely with the customer, who mentioned that the system failed to start after pressing the power button on the review module. The rse instructed the customer to manually start the host computer by pressing the power on button. Following that, the system can be started normally. To date, no further reoccurrence of this issue has been reported to philips. The codes were updated based on the investigation outcome.